Event description:
A discordant result for sodium (na) was obtained on a dimension xpand plus with hm instrument. The initial result was low. The result was reported to the physician(s) and questioned by the physician. The same sample was repeated on the same instrument and a higher result was obtained. A corrected result report was sent to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The customer called the siemens technical support center (tsc). The tsc analyzed the instrument data. The cause of the discordant na result is unknown. The tsc advised the customer to replace the sensor proactively and reminded the customer on instructions on cleaning and conditioning of the new sensor. The instrument is performing within specifications. Further evaluation of the device is not required.